Event description:
It was reported to philips that the system was not starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was not starting. Upon troubleshooting actions, the fse reinstalled the suite pc software as advised by the technical support specialist (tss). After reinstalling the software, the system was returned to use in good working order.